Event description:
The last refill was in 2005. The refill may have been complicated by a possible pocket fill due to the pt experiencing a seizure-like episode at the time pump was accessed." The hcp was attempting to fill the pump with 20 ccs when "she thought the needle was jared and may have been pulled out of the reservoir fill port." The hcp did not update the pump with the new reservoir volume at the time of the refill. The alarm was noted at the facility where the pt resides for approximately 3 weeks, but no action was undertaken. The pt was admitted to the hospital for evaluation of possible withdrawal symptoms. The pt returned to the facility and continued to have symptoms noted above. The pt also experienced periods of hypothermia, felt to be secondary to spinal cord injury. The pump contents were not aspirated prior to refill. The pump was refilled; only 35ccs went in. A 50 mcg bolus was given and the pt was noted to blink his eyes on command. The pt's symptoms were "subsiding" and the pt was to be monitored closely overnight.